Event description:
Bilateral marked bleed, incipient rupture. Pt is a 35-yr-old white female, gravida 0, status post subglandular transaxillary implantation of 250 cc h/s gels for augmentaiton on 6/13/79. Always firm on lt side more than rt side with few self peformed closed capsulotomies. Pt has mild systemic arthralgias, myalgias, panic attacks, dizziness, neurocognitive problems, hair loss, dry eyes and mild local pain. Mammogram on 11/26/93 is negative. MRI positive for lt implant rupture. Exam positive for bilateral type iii capsular contracture, lt more than rt, with axiilary adenopathy. Surgery on 4/5/94 showing bilateral bleed, moderately cloudy, yellow, more in rt. Lt implant weighs 245 gms with mild histiocytic reaction.